Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the combination 0 and 1 on the lead had impedances less than 50 ohms upon device interrogation. No symptoms were alleged. It was believed that there was a broken lead or electrode abnormality even though it was not apparent on the 60 month x-ray review. The event was ongoing. A supplemental report will be sent if any additional information is received.